Event description:
Event description guidant received information that the patient with this pacing system reported feeling symptomatic during exercise. The patient also reported an erratic heart rate. Testing revealed that the device had stored ventricular tachycardic episodes and the ventricular implantable lead had lost capture due to an increase in theshold measurements. The device safety margin was increased, however the patient felt muscle stimulation.